Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the reported issue of "clogging nozzle" poor air supply. Device evaluation, service repair noted the air and water supplied found to be insufficient due to clogging of the air/water nozzle and noted to be due to handling, insufficient cleaning. Foreign object inside the nozzle was found. The air and water nozzles were clogged, and the drain function was degraded. Furthermore, the following defects were identified during device inspection: the bending angle found to be insufficient due to the elongation of the angle wire. The play of the angle knob found out of the normal state due to the elongation of the angle wire. Cracking of the illumination lens due to an external factor (bumping the tip) observed. Scratches on the insertion tube due to external factors observed. The curved rubber adhesive found to be missing. Scratches found on the tip cover due to external factors. The adhesive part of the objective lens has come off due to handling. Watertightness not maintained due to wear of up/down (u/d) knob. Scratches on the u/d knob due to external factors observed. Scratches on the ud angle fixing lever due to external factors observed. Watertightness not maintained due to scratches on the scope connector caused by external factors. Scratches found on the scope connector due to external factors. Scratches on the right/left (rl) angle fixing knob due to external factors observed. Scratches found on the operation part due to external factors scratches found on the right/left (r/l) knob due to external factors. Scratches found on the grip due to external factors. Peeling of paint noted on the suction cylinder. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device nozzle clogging (poor air supply). The issue found during an unknown event. No harm reported. No patient harm, no user injury reported due to the event. Device evaluation found foreign object inside the nozzle. This report is being submitted for foreign object found inside the nozzle (handling issue, insufficient cleaning, reprocessing).